Event description:
It was reported that cuff leaked and deflated upon intubation. Customer requested product return. Additional information received on 22-dec-2022 via email and attached to complaint object: customer confirmed the quantity affected. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health impact and evaluation codes: updated. No product was returned there an investigation could not be conducted and the reported complaint cannot be confirmed. A device history record (DHR) review showed there were no issues or nonconformance's reported during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the investigation.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory. (B)(6). One device sample was received in used condition without the original packaging. A leak test was performed to confirm the cuff deflation problem, the sample did not pass the test. An underwater leak test was performed to identify the specific area of the leak; and the leak was identified in the inflation line. The complaint was confirmed. A root cause for the condition could not be identified. The inflation line was "scratched", where the leak was found. However, a root cause could not be associated with the manufacturing process since the failure reported could not be reproduced using the tools from the assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.